Manufacturer narrative:
H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 performed within specification. Cylinder 2, leak was identified in the cylinder body, attributed to wear and fatigue at the corner of the buckling fold. A tubing leak was not confirmed but product analysis concluded the leak in the cylinder body as the most probable caused of the reported events. The ams 700 momentary squeeze (ms) pump was visually inspected; leak was identified at the pump strain relief krt cylinder junction; that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. The pump was unable to tested due to this leak. The kink resistant tubing (krt) was worn to the filament; however, no leaks were identified at this location. Product analysis unable to confirmed the reported events. There was a leak in the reservoir shell that was consistent with sharp instrument damage, which most likely occurred during explant. Due to this damage being consistent with explant it will be considered a secondary failure. Product analysis concluded the reservoir was not the most probable cause of the reported events.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a leak in the pump and cylinder connection tube. A new inflatable penile prosthesis consisting of 18 cm x 9.5 mm cylinders, pump, and reservoir were implanted. The patient was stable and the event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a leak in the pump and cylinder connection tube. A new inflatable penile prosthesis consisting of 18 cm x 9.5 mm cylinders, pump, and reservoir were implanted. The patient was stable and the event resolved.